Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes, very painful (after surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), vision blurred ("blurry vision"), feeling abnormal ("fogginess"), memory impairment ("forgetfulness"), inflammation ("systemic inflammation"), arthritis ("my hands had the most damage from the inflammation"), insomnia ("on and off sleeping"), menometrorrhagia ("irregular and heavy periods"), alopecia ("loss of hair"), asthenia ("loss of energy"), abdominal distension ("bloating"), ovarian cyst ("I have a cyst on one ovary") and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy (ovaries were not removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, insomnia, menometrorrhagia, alopecia, asthenia, abdominal distension, ovarian cyst and pelvic discomfort outcome was unknown and the arthralgia, vision blurred, feeling abnormal, memory impairment, inflammation and arthritis was resolving. The reporter considered abdominal distension, alopecia, arthralgia, arthritis, asthenia, feeling abnormal, inflammation, insomnia, memory impairment, menometrorrhagia, ovarian cyst, pelvic discomfort, pelvic pain and vision blurred to be related to essure. The reporter commented: (B)(4) case is linked. Discrepancy in essure insertion date - (B)(6) 2009 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new events irregular and heavy periods, pelvic pressure, loss of hair,loss of energy, bloating, I have a cyst on one ovary were added. Fup 6 and fup 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('yes, very painful (after surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), vision blurred ("blurry vision"), feeling abnormal ("fogginess"), memory impairment ("forgetfulless"), inflammation ("systemic inflammation"), arthritis ("my hands had the most damage from the inflammation") and insomnia ("on and off sleeping"). The patient was treated with surgery (hysterectomy (ovaries were not removed). Essure was removed in 2015. At the time of the report, the pelvic pain and insomnia outcome was unknown and the arthralgia, vision blurred, feeling abnormal, memory impairment, inflammation and arthritis was resolving. The reporter considered arthralgia, arthritis, feeling abnormal, inflammation, insomnia, memory impairment, pelvic pain and vision blurred to be related to essure. The reporter commented: (B)(4) case is linked . Most recent follow-up information incorporated above includes: on(B)(6) 2020: content from social media received. Events were added: arthralgia, vision blurred, feeling abnormal, inflammation, arthritis, insomnia, memory impairment, pelvic pain. Product start and stop date was added. Reporter was added. Product tab was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: (B)(4) case is linked. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.